Event description:
The pt experienced a shocking/jolting sensation that woke her up in the middle of the night. It was also noted that she got a "jolt that brought her to her knees" approx one month ago while walking. She had to turn up her stimulation too high to cover her pain. She also experienced soreness, slight swelling, and stinging at the neurostimulator site. The pt had migraines, leg/back muscle cramping, and trouble breathing since the implant. She had seen a physician to examine the implant site. Add'l info from the company rep indicated that he was able to help her pain coverage somewhat with reprogramming over the phone. Further info was requested.

Manufacturer narrative:
(B) (4).